Event description:
It was reported that during use on a patient "iabp stopped pumping. Therapy has been completed by switching to another available pump". Additional information received states "no adverse patient condition has been reported by the customer". The current status of the patient is unknown.

Manufacturer narrative:
(B)(4). The reported complaint of "the iabp stopped pumping" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that during use on a patient "iabp stopped pumping. Therapy has been completed by switching to another available pump". Additional information received states "no adverse patient condition has been reported by the customer". The current status of the patient is unknown.